Event description:
The customer reported the keyswitch was broken in the off position rendering the system inoperable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The keyswitch was replaced. The system was then found to be operating as intended.